Event description:
A physician successfully positioned and deployed an xact stent into the left carotid artery. The following day, the patient had complaints of weakness in the right foot, difficulty lifting and ambulating the right leg. The next day, the patient's orientation to person, place and thing was vague. The right arm and leg showed decreased strength. The patient was discharged to a rehabilitation facility.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.